Manufacturer narrative:
According to the notification form, a patient underwent a "standard thrombectomie after 8 weeks without complications." Although this medwatch report is submitted for product code hero 1001, both product codes hero 1001 and hero 1002 were investigated. Multiple attempts were made to gather additional information from the surgeon; however, no additional information was provided. Manufacturing records for lot numbers h15vc004 and h15av001 were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met cryolife release specifications. A review was performed of the available information. The patient had a standard thrombectomy eight weeks after hero graft implantation. Thrombosis is the most common cause of vascular access dysfunction; partial stenosis or full occlusion of prosthesis or vasculature is listed as a potential complication in the hero instructions for use (IFU). The following information was not reported: operative notes, patient history, dialysis compliance, and medication history. Without medical history, the patient's personal risk of thrombosis cannot be assessed. Hypercoagulability states or inadequately maintained anticoagulation therapy could contribute to an increased risk of thrombosis. Precautions regarding inadequate anticoagulation are provided in the IFU. Without additional information on the implant procedure and relevant patient history, the relationship between the hero graft and the thrombosis or occlusion cannot be established. The root cause for the reported event is unknown; however, thrombosis is a known potential complication of all arteriovenous grafts. There is no indication that an error or deficiency occurred at cryolife and the IFU adequately communicates risk. The IFU lists the following potential complications with the use of the hero graft: partial stenosis or full occlusion of prosthesis or vasculature. The IFU states "the following patient considerations should be evaluated prior to initiating the implant procedure: the target artery must have an [interior diameter] ID of at least 3mm to provide adequate arterial inflow to support the graft."

Event description:
According to the notification form, a patient underwent a "standard thrombectomie after 8 weeks without complications." Although this medwatch report is submitted for product code hero 1001, both product codes hero 1001 and hero 1002 were investigated.

Event description:
According to the notification form, standard thrombectomy after 8 weeks without complications. It is unknown which hero component is associated with the alleged event therefore both hero 1001 and hero 1002 will be investigated.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.